Event description:
Fmc clinic reporting "blood leak in reprocessed dialyzer." This is the 2nd of two similar events. Complaint is internal leak with reported blood loss of 250cc due to discard of the extracorporeal circuit; not due to the actual leak. There were no reported adverse effects to the pt and no medical intervention was required due to the leak. The complaint dialyzer was discarded. MDR filed due to reported blood loss from an adverse effect.